Manufacturer narrative:
The customer complaint of a set leak and spray could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported blood sprayed onto her arm after a blood draw during disconnection of the blood collection device from a saline lock. No patient or clinician harm was reported as a result of the event.